Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and partially unresponsive. Reportedly, the reason for the cracked screen was unknown. In addition, part of the pump touch screen was faded and yellow. Customer¿s blood glucose was 96 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.